Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The logs indicate the device recognized a low battery and provided the expected low battery prompts. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.